Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After deploying a 3.00x38mm synergy stent, the physician observed a non blood flow limiting dissection in the proximal edge of the stent. A 3.5x16 promus premier stent was then deployed to treat the dissection. No further patient complications were reported and the patient was stable.